Event description:
Suture balloon diaphragm came apart while inserting a mesh - no harm to patient. No possible retention of parts in the patient. Procedure performed laparoscopic left inguinal hernia repair.